Manufacturer narrative:
The device, used for treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual evaluation under magnification shows minimal electrode wear with dried tissue present. There is a significant amount discoloration on the exposed shaft as well as damage to the black shrink tube which is most likely due to plasma etching. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. At no time during functional evaluation the tip exhibited ¿arcing¿. The complaint has been visually verified as there is damage to the black insulation (black shrink tube) and the root cause could not be determined with confidence. Factors that could have led to the device black insulation damage includes: the device coming into contact with another metallic object during activation or having insufficient saline solution which causes plasma etching; therefore, melting the black shrink tube. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the black shielding is melting while being used. The procedure was completed using a back-up device. No patient/user injury or other complications were reported.